Event description:
The customer reported being hospitalized due to low blood glucose levels in the range of 20 mg/dl. The customer reported being under stress prior to the event. Troubleshooting was performed, and the daily totals did not add up correctly. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.